Event description:
The customer reports that the luer connection (brown head) was broken one day after insertion. The doctor removed the device and inserted a new cvc.

Manufacturer narrative:
(B)(4). Customer returned a 3-l catheter for evaluation. Visual inspection of the returned catheter revealed the distal extension line luer hub was separated from the catheter. Visual and microscopic examination revealed the point of separation on the extension line was uniform. Visual examination of the luer hub could not be performed as it was not returned for investigation. The outer diameter of the extension line measured to be 2.14mm which is within specifications of 2.13-2.21mm per product drawing. The inner diameter of the extension line measured to be 1.44mm which is within specifications of 1.42-1.50mm per product drawing. A manual tug test confirmed the proximal and medial extension lines were properly secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The customer report of extension line/luer hub separation was confirmed by complaint investigation. The point of separation on the extension line was uniform. A device history record review was performed with no relevant findings. Because the luer hub was not returned for evaluation, the probable root cause could not be determined based on the sample received. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the "extension line/luer hub separation in use".

Event description:
The customer reports that the luer connection (brown head) was broken one day after insertion. The doctor removed the device and inserted a new cvc.